Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation revealed the plastic flag that helps load and unload the needle onto the gun is missing. Moreover, the distal end of the needle is slightly bent, indicating that the needle was previously loaded to the expressew gun. However, the distip tip is not detached as been reported. This complaint cannot be confirmed. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed three dissimilar complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
The affiliate reported via email during the rotator cuff rupture, a suture needle code 214141 and lot 40421, was opened but its distal part was released during the procedure. Another product was used. Any part fell into the patient. There was no patient damage and the hospitalization time was not prolonged due to the event. Additional information received via email on 01-15-2018: the distal part of the needle detached. It did not fall into the patient. Released is being referenced as detached. The device did not fall into the patient. The breakage did not result in surgical delay of greater than 30 minutes or an inability to complete the procedure as intended fragment was all removed, did not affect the patient and the product was replaced. There was no resulting surgical delay. No patient impact.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The affiliate reported via email during the rotator cuff rupture, a suture needle code 214141 and lot 40421, was opened but its distal part was released during the procedure. Another product was used. Any part fell into the patient. There was no patient damage and the hospitalization time was not prolonged due to the event.